Manufacturer narrative:
The device was returned and evaluated when the reportable malfunction was identified. Based on the results of the investigation, a definitive root cause could not be established and the foreign material could not be identified. Olympus will continue to monitor field performance for this device.

Event description:
It was observed during the device inspection that the colono videoscope exhibited foreign material on the distal end's camera cover. There were no reports of patient involvement.